Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patella was cut free handed and patella was clamped down tight. When backing off the clamp the t handle unscrewed causing us to use a vice grip to take off and back out the threads on the handle. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded for a material evaluation in warsaw. A fractured attune cementless patella clamp was submitted for evaluation. Upon evaluating the attune cementless patella clamp, deformation was observed on the male threaded rod. The threaded rod was sectioned using an allied high-tech high-speed saw for evaluation of the fracture surface under the keyence microscope and sem. The fractured threaded rod and t-handle were evaluated using sem. The fracture surface exhibited a combination of ductile and shear dimples, consistent with a ductile overload failure mechanism. Additionally, circumferential patterns on the fracture surface were observed, suggesting torsional loading likely caused by excessive twisting forces acting on the component. The observed deformation was observed to be in a clockwise direction, indicating that the fracture occurred during the tightening of the clamp. The failure was likely caused by torsional overload while securing the patella. The combination of observed fracture characteristics confirms that the component failed due to torsional overload. No evidence of material or manufacturing defects was found that could have contributed to the initiation or propagation of the fracture to failure. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d4 (lot), h4. Corrected: d4 (primary UDI number), h3.

Event description:
It was reported that the patella was cut free handed and patella was clamped down tight. When backing off the clamp the t handle unscrewed causing us to use a vice grip to take off and back out the threads on the handle.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.